Event description:
It was reported that the surgeon attempted to insert a +21.5 diopter cc4204bf silicone plate lens and the foam tip plunger overrode the lens and tore it. There was no pt contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was not returned and evaluated. A piece of a haptic was torn off and missing and there was a clear surgical residue on the lens. Evaluation: a work order search was performed and there was no similar complaints found within the work order. Staarvisc ii, lot number unknown.